Event description:
Procedure type: roux-en-y. According to the reporter: when the device was removed, it was stuck at the pt's pharynx. Dr kept pulling the device, but the tube disengaged. It is not known if surgery time was extended. An endo psi pursting was used, and the procedure was completed without the orvil. No tissue loss and no bleeding occurred as a result.